Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt incident.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 322. Review of known contributors led to the determination that the lower auxiliary assembly was the failing component. The lowe auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.